Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions on handling future occurrences. The customer was informed that they could continue using the pump and was advised to contact technical support if the issue reoccurred.